Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.